Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the recharger not powering on was due to the cord breaking. Once the cord was replaced the issue was resolved.

Event description:
Information was received from a patient regarding an external device. The patient reported that a couple of days ago they noticed the desktop charger (dtc) cord was frayed. The patient added that the recharger no longer powered on because it stopped taking a charge from the dtc. As a result, the patient was unable to charge their implant. An email was sent to the repair department to replace the dtc. The patient mentioned that they fully charged their implant about 3 days ago, but they were concerned they might lose therapy before they receive the replacement dtc. Agent had the patient check the status of their implant with their 37642 patient programmer, which indicated that therapy was on and the implant was charged to 100%. The patient asked if they should take more carbidopa-levodopa if therapy turns off. The patient was redirected to their hcp to discuss. The patient called back from 'phone 2' phone numb ER to report that they have not received the replacement dtc yet. Agent reviewed that per fedex tracking, the replacement dtc is expected to be delivered by the end of the day. The patient checked the status of the ins during the call with their 37642 patient programmer, which indicated that therapy was on and the ins charge level was 100%. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.